Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the programmer would not power up; power supply found out of electrical specification. (B)(4).

Event description:
It was reported the programmer would not turn on. A different power cord was tried. The programmer was returned for repair. No patient complications have been reported as a result of this event.